Event description:
The customer reported that insulin was leaking from the reservoir into the insulin pump. The customer's blood glucose was 400 mg/dl. The customer stated that she was not receiving insulin when she tried to bolus the day before the call. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.